Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported IV heparin infusion was programmed at the correct rate per the mar but according to what was programmed into pump, the bag ran dry and was noted to be empty well before it was due to be empty. There was patient involvement but unknown outcome.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : device available for evalution ?, returned to manufacturer on, device return to manufacturer.?, device evalution by manufacturer?, if other specify, imdrf annex a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported IV heparin infusion was programmed at the correct rate per the mar but according to what was programmed into pump, the bag ran dry and was noted to be empty well before it was due to be empty. There was patient involvement but unknown outcome.